Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for right ventricular (rv) failure. The patient had many low flows daily at home prior to admission with milrinone. It was noted that the patient did not have alarms since the milrinone. The log files did not contain any low flow alarms. It appeared that the patient was using low flow 2.0lpm controller. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as expected. The pump log files were unremarkable.